Event description:
The customer reported that the workstation will not boot-up. The single board computer c-mos was corrupted. The image processor pcb was causing pixel shift in displayed fluoro images.

Manufacturer narrative:
This MDR is related to the ge healthcare. The ge service rep reset the single board computer c-mos settings. The workstation now boots up. He ordered an image processor pcb and replaced the image processor pcb. He tested the system with no further boot-up issues and the image has no pixel shift. The system is operating as intended.